Event description:
It was reported that the insulin pump experienced a failed battery test. The blood glucose reading was 132 mg/dl. Upon troubleshooting, the customer reported that the contacts on the battery cap were neither missing nor damaged. Neither the battery compartment nor spring were damaged or corroded. It was found that cleaning the battery cap contacts did not resolve the issue, and the device alarmed failed battery test again after inserting recommended fresh batteries. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. Off no power alarm functions properly. No unexpected failed battery test noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticke